Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "implant either ruptured in patient or ruptured as it was being removed". Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: broken shell and others, missing a piece of shell (0-25%) and the weight the device within specification. A microscopic analysis was performed which identified: broken striated on radius. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported "implant either ruptured in patient or ruptured as it was being removed." Device has been explanted.